Event description:
It was reported that the patient was implanted a little over three years prior with rapid cycling. The most recent interrogation of device was reported to be normal and the patient felt magnet stimulation. However, patient had more seizures the past several months, so the physician's assistant wanted to verify that the battery was not depleted. It was thought that the increase in seizures was due to stress and environmental problems but the vns device was not ruled out entirely. No additional relevant information has been received.

Event description:
The patient's clinician reported that the patient's vns was still working. She wanted to rule out battery depletion as the cause of increased seizures. She said that if the battery calculation was fine then the issue was likely something else. No further relevant information has been received to date.